Event description:
It was reported that a dissection occurred. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified mid-right coronary artery (rca). Following pre-dilatation with a 2.50 mm non-compliant balloon, a 3.50 x 24 mm promus premier drug-eluting stent (des) was deployed. While applying nominal pressure, the stent edge became dissected distally and flow was limited. Stent damage was also noted. A 3.00 x12 mm promus premier des was deployed to cover the dissected area. The procedure was completed, and the patient fully recovered and remained stable.

Manufacturer narrative:
E1. Initial reporter phone:(B)(6).